Event description:
The customer reported that during opcheck at the charge button step there is an indication that no shock was delivered. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.